Manufacturer narrative:
(B)(4). Device eval: the device is currently being evaluated; the MFR will file a follow-up report detailing the results of the eval once it is completed.

Event description:
Info was received that reported a pt was hospitalized on (B)(6) 2010 due an incident of hyperglycemia. Per the reporter the pt was brought to the hospital at 11:00 am when his blood glucose measured as "high" on his meter. He was admitted and treated with insulin and IV fluids. The device should be returned for eval; to ensure that it is functioning correctly and did not contribute to the reported incidence.